Event description:
It was reported that a user's pump screen would not turn on, leaving the device non-functional. There was no reported adverse impact on the customer¿s blood glucose level at the time of the event. The pump was within warranty, and the customer was informed of the need for a replacement. Technical support provided instructions for returning the problematic pump, confirmed the shipping address, and arranged for a replacement pump to be sent out, though the customer did not disclose details about their interim insulin therapy.